Event description:
The wife of a (B)(6) male patent contacted zoll lifecor customer support to report that the contacts inside the battery well of the monitor are bent, and although they can insert the battery all the way, it does not turn the monitor on. Both batteries are working fine on the charger but neither will turn on the monitor. The patient's suspect monitor was replaced.

Manufacturer narrative:
Device evaluation summary: device evaluation of monitor (B)(4) has been completed. The reported problem was confirmed. The cause of the monitor not powering up was a bent contact in the battery interface connector inside the monitor. The bent contact prevented proper insertion of the battery pack. The root cause of the bent battery contact cannot be positively identified but was likely caused by forcing the battery pack into place while the connectors were misaligned. No adverse event resulted from the damaged connector. The patient received a replacement monitor.